Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscopic inspections were performed. It was observed that the main coil was bent and stretched at the primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 09sep2025. It was reported that coil was unable to advance in the catheter. A 10mm x 30cm interlock coil was selected for use in the embolization of a splenic aneurysm. During the procedure, intermittent flushing was performed, and resistance was felt when the coil was pushed, and even after several attempts, it still could not be pushed out of the 2.4f non-boston scientific microcatheter. The coil was exchanged, and the procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the arm of the coil was detached.